Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had called from home to report the system controller alarming and the display module reflected a fault-change controller message. The pt was requested to exchange the system controller to the backup system controller, however the alarms continued.

Manufacturer narrative:
Medwatch report number 2916596-2013-01051 previously submitted was reported on the left ventricular assist device. Based on the results observed during product failure analysis of the power module 14 volt pt cable, the initial of the power module 14 volt pt cable, the initial event was confirmed and related to the power module 14 volt pt cable. The power module 14 volt pt cable was returned to the MFR for evaluation. The report of the replace system controller alarm was confirmed and related to the returned power module 14 volt pt cable. The evaluation of the returned cable revealed significant wire conductor breakdown in both power leads, specifically more so in the black power lead, which caused a low voltage condition when the system was solely supported via the black power lead, resulting in the system controller to revert to the backup mode operation. When complete power was restored, by either reconnecting the white power lead or switching to battery power, the system controller would have alarmed and displayed replace system controller on the display. The wire damage appeared to be the result of wear/tear due to repeated flexing of the cable during use. The analysis finding is consistent with the data contained in the log files of both returned system controllers, which revealed critically low voltage conditions resulting in a speed and voltage fluctuation when the white power lead was disconnected. No further info is available. The MFR is closing is file on this event.